Event description:
The customer reported the system is displaying a channel 1 a/d error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the x-ray regulator board. System operates as intended. (B)(4).